Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the gas delivery system did not function as expected. When the user attempted to initialize the gas flow, the gas bar on the central control monitor fell to zero. The manual use of the gas delivery system was also unavailable when the user attempted to start the gas flow in manual operation mode. The perfusionist placed an external gas unit on the heart lung console and concluded the perfusion. After the procedure, the user plugged-in the gas hoses in a different room and then the gas unit worked as expected. The defect was reproduced another time with the same gas unit in the sterile room of the perfusion department. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.